Event description:
It was reported that a patient presented remotely via merlin.net. Review of the transmission revealed notification for high voltage impedance above upper limit and varying high voltage impedance on the right ventricular (rv) lead. No changes or interventions were reported; the device will continue to be monitored. There were no patient consequences.